Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl, with high ketones; cause was unknown. Customer gave a manual injection to address bg level and went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital the next day, (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.